Event description:
It was reported that the patient with the inflatable penile prosthesis experienced infection, and erosion on the side of the gland. The device was removed. No further patient complications were reported.